Event description:
During review of the event history log system error 105 was observed. This suggests a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the motor mount screws were severed. It was determined that the failed screws caused the system error 105 alarms and has been replaced.